Event description:
It was reported that as of 2 ½ months ago, the patient had been having difficulties charging the device. The patient just had carpel tunnel surgery on her right hand in february, and was unable to work the equipment. The patient saw a doctor and he ¿poked around at the device¿ and said there was nothing he could do. The patient also saw the manufacturer's representative about one to two months ago as well, and he just gave her some troubleshooting tips on recharging. The device had been causing her problems on the right side where the implantable neurostimulator (ins) was located. It felt like ¿someone was punching her in the gut.¿ it was very tender to the touch. This had been going on for four months. The patient declined troubleshooting with the device. She could not troubleshoot due to just having surgery. The patient wanted someone to come to her home to help her charge her device. The healthcare professional (hcp) told the patient the next step was surgery. The patient stated she just wanted this device out. The patient declined physician listing. The patient had diabetes and hand problems. The patient stated she needed someone to help her charge her implant because she had a stroke in 2007 and her left side was affected or ¿compromised.¿ the patient had carpal tunnel surgery on (B)(6) on her right wrist which made it difficult to keep it charged up. The patient tried saturday and the battery was blinking empty. The patient had tried to tell her doctors and the manufacturer's representative. The patient did not have anyone to help her with her equipment because she lived alone. When it was first put in everything was very simple at that time because she was not going through all the medical issues. The patient had used a walker since she had the stroke in 2007 which caused the carpel tunnel. The patient¿s wrist was very bad. The patient had been walking around in pain, and her wrist was hurting very bad. The patient finally got an electric scooter. The patient had an appointment with the doctor on the (B)(6), and wanted the manufacturer's representative to be present to help her get this charged up. The patient saw the manufacturer's representative around (B)(6) at the doctor¿s office, and ¿did not do anything¿ and just gave the patient step by step. The patient stated he had a hard time to find it and charge it. Recharging was hard for the patient to do. The patient said she had to have it charged up the second time. It had been charged twice at the healthcare professional (hcp) office. The patient mentioned pain in her stomach where her implant was located on the right. The implantable neurostimulator (ins) was pressing up against her ribcage with a lot of pressure. Right now, the patient¿s arm was lying on ¿top of that¿ and it got ¿kind of heavy¿ so the patient rested her arm ¿there¿ to talk on the phone. The patient had the pain and pressure in her stomach where the implant was located since the implant in 2012. The patient stated she knew she was wasting her time, and it should be documented she had tried more than one to get someone to come to her appointments. The patient wanted this thing out because she was not getting any help from anyone, and there was no sense in having it in there having trouble keeping it charged up. The patient noted ¿something was going wrong in there¿ and that was why it needed to be out. The patient wanted help with recharging or may want the ins removed. Therapy was not working as expected. The manufacturer's representative would call the patient and set something up. No outcome was reported regarding this event. Further follow-up is being conducted for this information.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).